Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an 'unable to authenticate user' error occurred when trying to log in with a password. A technical support specialist checked the logs and found an error matching knowledge article. The steps in the knowledge article 000012686 - bd and bio-exempt users unable to login post-upgrade, were followed to access the intrusion detection system configuration page and hit save. The user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to authenticate, and error occurred when trying to log in with a password. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.